Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post port placement, it was reported that the patient¿s mediport leaked and was due for a new mediport placement. Therefore, the investigation is confirmed for the reported fluid leak. However, the investigation is kept as inconclusive for the reported fracture as no objective evidence is provided. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2021). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that four years and one month post port placement, the patient allegedly had pain, burning sensation and swelling in the neck. It was further reported that the catheter was allegedly fractured and leaked. However, there is no information provided regarding any medical intervention or medication prescribed to treat pain and swelling in the neck. Reportedly, the port was removed. There was no reported patient injury.

Event description:
It was reported through the litigation process that four years and one month post port placement, the patient allegedly had pain via a burning sensation and swelling in the neck. It was further reported that due to the pain and swelling in the neck, the catheter was allegedly leaked. However, there is no information provided regarding the medical intervention performed or medication prescribed to treat pain and swelling in the neck. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 01/2021). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.